Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 58-year-old female patient for the indication of acute decompensated chronic cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During impella cp support, the patient experienced a period of suction events, and echocardiographic assessment demonstrated a severely underfilled left ventricle. Clinical concern for hypovolemia was raised. The underlying cause of the hypovolemia was not determined; however, minor oozing at the access site was noted without evidence of major bleeding. The patient was managed with volume resuscitation, blood products, and vasoactive support. Despite these interventions, care was subsequently withdrawn, and the patient expired while on impella cp support. The death is being conservatively reported; however, it is more likely attributable to the patient¿s underlying clinical condition, including society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock in the setting of acute decompensated chronic cardiomyopathy, as well as severe hypovolemia with a markedly underfilled left ventricle leading to suction events and hemodynamic compromise, requiring escalation to volume resuscitation, blood product administration, and vasoactive support.